Event description:
Received a faxed letter from an attorney stating that there was a death in a fire and it was believed that our concentrator caused or contributed to the fire.

Manufacturer narrative:
Sunrise received fire investigation report and it states on this report that the fire started in a bedroom. A heating pad was plugged into an outlet at the head of the bed. The cord of the heating pad was run between the box springs and the bed rail, which could have caused the heating pad to short out causing the fire. Sunrise is still in the process of trying to do an investigation of the concentrator, but was not returned to us at this time. Our investigator spoke with fire investigator and he stated that he did not take the concentrator into evidence because he had concluded that it was not materially involved in the fire. We will try to complete an investigation when unit is located.